Manufacturer narrative:
This is an initial report. The customer's meter and test strips have been requested for investigation. A final report will be submitted if the products are returned.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra/optium blood glucose meter. The customer obtained readings of 1.1 and 16.1mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone results shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.